Event description:
It was reported that a hair was found inside the bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2020, nurse gave an infusion to the patient in the ward of 3 beds, using a closed vein indwelling needle. When she opened a new closed vein indwelling needle, she found a root hair inside immediately replace the indwelling needle, seal up the closed venous indwelling needle and hand it over to the head nurse of the department.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 9323920. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the units were found to be free of any debris or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a hair was found inside the bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, a nurse gave an infusion to the patient in the ward of 3 beds, using a closed vein indwelling needle. When she opened a new closed vein indwelling needle, she found a root hair inside immediately replace the indwelling needle, seal up the closed venous indwelling needle, and hand it over to the head nurse of the department.